Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following possible adverse event: #10) fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight. The user facility was notified of the event on december 6, 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Event description:
It was reported that patient underwent reverse shoulder arthroplasty on an unknown date. Subsequently, patient was revised (B)(6) 2011 due to a fractured humeral tray after suffering a fall. The humeral tray was removed and replaced.